Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device 8015 had error code 255-202-2 was due to software failure. Tech support recommended to re?flashing the software. The customer acknowledged the recommendation and agreed to proceed. The call was ended. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported 8015 error code 255-202-2. There was no patient involvement.